Event description:
It was reported that the pump infused in approximately 60 hours instead of 125 as expected by customer. Fill volume 500 ml. No pt complications reported.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter and eval of the sample. The product was reported to be from lot no. 872991. However, product from lot no. 892303 was received. Both devices are of the same part number. Received one empty and used pump for eval and investigation. Visual inspection found the tubing to be partially broken off at the blue male connector of the pump, allowing leakage of the pump and could contribute to reported fast flow of the pump. A review of the lot history for product received showed it was the only complaint for fast flow. The device history record was also reviewed, and all manufacturing operations were found to be within specification. At this time this complaint is being closed with no further investigation. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.